Event description:
Patient admitted with cardiogenic shock complicated by pea arrest. Lvad implanted a month later as destination therapy. On a morning a few weeks after implantation the patient was found to have garbled speech and right sided weakness. Code stroke activated. Etiology of cva is likely embolic related to suspected pump thrombosis from lvad given acute rise in ldh to 998, with lower lvad speeds in the immediate postoperative period and hypertension placing him at higher risk. Head CT revealed left m1 occlusion - attempted clot retrieval was unsuccessful and stent was placed. Last inr 2.2 and therapeutic on warfarin.